Event description:
On 28nov2023, an email was received from a patient (pt) in new zealand who reported a diagnosis of ¿chemical burn in my right eye¿ (od) on 18nov2023 while wearing an acuvue® trueye® brand contact lens (cl). The pt provided a medical report dated 19nov2023 with diagnosis of right corneal abrasion, significant surface area, discussed with ophthalmology with plan below. Pt uses acuvue trueye disposable contact; just doing what pt normally does; put into od, felt intense burning and pain was unfortunately unable to seek medical help; in today for review. Od: about 80% of superficial fluorescein uptake over central part of cornea; the corneal still looks quite clear, perhaps very mild hazing; mild peripheral injection. Discussed with ophthalmologist on call. Copious amount of lubrication with chlorsig ointment and lubrication drops. Review with optometrist over the course of the week ¿ if any concerns, please refer. No additional medical information was provided. On 01dec2023, the pt provided additional information. The pt went to see the eye care professional (ecp) for check-up (no date of visit was provided). The pt didn¿t receive any additional diagnosis at the visit. The pt does not use the lubrication drops anymore but continues to use the chlorsing once at night. The pt stated that the pt didn¿t touch any product recently cleaned, but advised the pt just finished with shower. The pt wears the same prescription in both eyes and used the same lot number reported in both eyes, but only experienced an issue with the od. The od is ¿getting better and about 90% of the pt¿s eye has been recovered.¿ on 05dec2023, the pt reported the od is ¿100% recovered now.¿ the pt did not seek any additional medical attention, nor applied any medication after the initial visit to a doctor. Additional attempts were made to the pt for the medical report on 05dec2023 and 11dec2023, but nothing additional has been received. A lot history review was performed and revealed the following: the batch records did not show any abnormalities in monomer and solution testing. All parameters tested were within specification. All sterilization requirements were successfully completed. Lot number 5077070107 was produced under normal conditions. The suspect od cl was discarded. No additional evaluation can be conducted. If any further relevant information is received, a supplemental report will be filed if applicable.

Manufacturer narrative:
H3 other text : suspect product discarded.